Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on lcd board. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump had a partial display. His blood glucose was 235 mg/dl. He stated that the pump stopped functioning like 30 minutes prior and he¿s not able to get it to function. The customer stated that the pump started to beep and count and now the display looks like there is a bar code on there. He said that it won¿t let him select anything. The insulin pump is being returned for analysis.